Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings of the bd micro-fine¿ insulin syringe needle were printed incorrectly. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Customer returned 39 3/10cc, 8mm, 30g syringes in open poly bags with the shelf carton from lot # 7086606. Customer states that the scale is incorrect. All returned syringes were tested using the plug gauge and all scale markings fell within specifications. No defects were observed on any of the returned syringes. A review of the device history record was completed for batch #7086606. All inspections and challenges were performed per the applicable operations qc specifications. There were four notifications noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.